Event description:
Ous MDR - after an implantation period of approximately 22 months, oversensing without shocks was reported. A possible insulation breach on the lead was assumed. The lead was explanted, but not yet returned to biotronik.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead fragments. In particular between 7.5 cm and 9 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of noise which led to the reported oversensing. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information or diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore tortuous cardiac anatomy and high activity levels of the patient are known contributing factors. Furthermore the shock coil was found deformed which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.